Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a continuous primary audible alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that both front corners of top case were cracked and the right plunger case was cracked. A review of the event history log identified primary audible alarm background (bgnd) test. During functional testing using occlusion testing the reported issue was unable to be duplicated. The root cause of issue was unable to be determined. Replaced speaker as a preventative. A corrective and preventative action has been opened to address the reported issue.